Event description:
Same case as MDR ID# 2134265-2012-00134.it was reported that during a peripheral treatment procedure guide wire entrapment occurred.the procedure was indicated for treatment of central vein stenosis. During inflation of a 10.0 x 40, 75cm mustang balloon catheter at 30 atms a balloon ruptured occurred and a zipwire guide wire was fused to the balloon. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).